Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735843, h6: multiple annex a codes were coded for this event. A0901 was coded for the camera not beeping. A0709 was coded for the intermittent tracking issues. A05 was coded for the amber light on the camera. The system was serviced in the field and the camera cart ethernet cables were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had been experiencing intermittent issues tracking instruments. While on site, the manufacturer representative (rep) reported after turning on the system, the amber light on the camera was illuminated and the camera did not beep as expected. The rep wiggled the ethernet cable at the back of the camera and the camera beeped / amber light disappeared. The rep shined a phone flashlight into the camera lenses and reported of the eyes were "flickering". The rep was still able to replicate the issue of intermittent tracking. Checked nditoolbox, and no fault statuses were triggered. The rep utilized the camera option within nditoolbox to flood the tracking volume with infrared (ir) light, placed multiple instruments in the field, and confirmed that both the left and right lenses were able to view all instruments in the field. The rep did not have tools while on the phone, and was unable to bypass internal ethernet cabling chain. There was no patient involvement.

Manufacturer narrative:
H3/h6: the cables and connector in the returned kit (lot number: unknown) were all in good condition and passed continuity tests with no opens or shorts detected. There was no problem found. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.